Event description:
The user installed the set into the pump and started the device. The patient's blood pressure rose to 160/? And the user noted the infusion in free flow. The rise in b/p was a change in the patients condition. The patient is not injured. No other details on patients condition known.